Event description:
An other health care professional reported in a literature article " clinical evaluation of a hydrophobic intraocular lens using a preloaded automated injector in a korean population " which is a prospective, multicenter, single-arm study in korea was conducted from july 2020 to december 2021. Patients were =20 years old with unilateral or bilateral cataracts who received suspect iol preloaded in an automated injector system. Mean age ± sd was 69.1 ± 6.7 years, 46/85 patients (54%) were female, and all patients were korean. This case is about there were device deficiencies because of a plunger issue (ie, under or overriding iol) in 2/126 eyes (1.6%); in 1 of these instances, the study iol did not advance in the injector, and the eye was implanted with a non-study iol.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: kim hk, et al., clinical evaluation of a hydrophobic intraocular lens using a preloaded automated injector in a korean population. Clinical ophthalmology.2023;17:3353-3363. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).